Manufacturer narrative:
Product analysis: a compressor direct current (dc) power supply and a compressor power distribution printed circuit board (pcb) were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator generate a compressor fault diagnostic message. The ventilator was not in use on a patient at the time of the reported event. As a good faith measure, the service engineer (se) replaced the compressor power supply, compressor distribution printed circuit board (pcba), compressor controller pcba, and compressor interface pcba. The se performed calibrations and extended self-testing on the device and all tests passed.